Event description:
A customer reported to beckman coulter, inc. (Bec) that the cap piercer on the unicel dxc 660i synchron access clinical system leaked approximately 5 ml fluid. The racks and caps of the sample tubes were wet, but the leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Service was dispatched on the day of the event. Bec field service engineer inspected the system and found a broken blade fragment within the shuttle. The fse cleared the obstruction. The service activity performed was verified per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).